Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0745, awareness date 22-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in 2011. Consumer reported that she had essure placed in 2011, under the impression it was the safest permanent birth control available. After her 3 month checkup and a missing coil and a perforated fallopian tube she found herself in emergency surgery with a 4 month old and a 2 year old. Surgery complete and the surgeon could not find the missing coil. His exact words to her husband were that he was just going to leave it in her body, because the manufacture informed that they if the coil migrated outside the fallopian tube, they were to just leave it, because they will not find it. Consumer was in horrific abdominal pain and debilitating joint pain for months. The implanting doctor said her only option was a full hysterectomy. She found a doctor willing to explore and remove the coils. She has never felt better. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after her 3 month check up, a missing coil and a perforated fallopian tube was diagnosed. A complete surgery was performed but the surgeon could not find the missing coil. Consumer was in horrific abdominal pain and debilitating joint pain for months. The implanting doctor said her only option was a full hysterectomy. The event fallopian tube perforation is listed in the reference safety information for essure while the other event is unlisted. Both are serious due to their medical importance. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the other event, based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship can be excluded. This case was regarded as incident due to complete surgery performed and a planned full hysterectomy. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 15-sep-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after her 3 month check up, a missing coil and a perforated fallopian tube was diagnosed. A complete surgery was performed but the surgeon could not find the missing coil. Consumer was in horrific abdominal pain and debilitating joint pain for months. The implanting doctor said her only option was a full hysterectomy. The event fallopian tube perforation is listed in the reference safety information for essure while the other event is unlisted. Both are serious due to their medical importance. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the other event, based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship can be excluded. This case was regarded as incident due to complete surgery performed and a planned full hysterectomy. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.